Manufacturer narrative:
The investigation for the reported introducer damage has been completed. Data log review not applicable. The product was not returned for review. Based upon images returned, if the needle stick in the 14fr introducer is very far out towards the edge of the 14fr valve, the user is most likely to run into the sharp edge of the inner geometry of the peel away hub when doing single access. The cause of the introducer damage was most likely user related since the needle stick was likely too lateral. Added- h6 med dev prob code 2889 in accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during implantation of the impella cp, the transition from dilator to sheath kinked back and would not advance. The sheath was removed, and implantation was successful with a replacement sheath.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.